Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci sales professional that a (B)(6) old female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the left common femoral artery via antegrade flow with a 7f sheath (model unknown). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 5mm. Peri-procedure, the patient was anti-coagulated with heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the post hold time the patient complained of abdominal pain. The patient's blood pressure dropped significantly after the procedure. The physician suspected that there was blood leaking into the patient's abdomen from the original access site. The physician accessed the right groin to assess the original access site and intervene if necessary. Contrast was injected into the patient and a blood extravasation was visible via angiogram at the original access site. The left common femoral artery that was bleeding was angioplastied several times but the bleeding continued. The physician deployed a covered stent into the left common femoral artery which resolved the leaking vessel. The patient's blood pressure was stabilized and no clinical sequela was noted. The patient was hospitalized overnight for observation.